Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported that the patient had to have the dose and concentration decreased because at one point the dose and concentration was so high the patient almost overdosed. Event date was unknown, but was stated to be about 5 years ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.